Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re opened.

Event description:
It was reported that the impactor shattered while impacting during a tka. No pieces fell into the patient. No delay reported. No patient injuries reported. An s&n backup was available.